Event description:
Caller reported a cartridge alarm 20 issue during the load process of their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Customer will be using multiple daily injections (mdi) as a backup therapy.